Event description:
During the diagnostic laparoscopy procedure the surgeon was taking down adhesions when the white tissue pad broke off of the instrument. Was able to remove the device from the pt. Removed the pad from the pt. The case was completed by opening another device. No pt consequence.